Manufacturer narrative:
Event date is literature article published date. Optimal platelet function test for in-stent tissue protrusion following carotid artery stenting journal of international medical research (2018) vol. 46(5) 1866¿1875 10.1177/0300060518762949 . If information is provided in the future, a supplemental report will be issued.

Event description:
This article reports on a prospective, observational study which involved 28 patients which were diagnosed with internal carotid artery stenosis and underwent cas and aims to determine the best platelet function test for in-stent tissue protrusion following carotid artery stenting (cas). Of the study population this paper also reports on a (B)(6)-year-old male. The patient¿s pre-operative digital subtraction angiography (dsa) showed 70% stenosis. The procedure was performed under local anaesthesia administered through the femoral artery. A 9f mo. Ma device with two compliant balloons was navigated into the affected vessel; the distal balloon was placed in the external carotid artery, while the proximal balloon was placed in the common carotid artery. A protégé open-cell stent was then deployed. An intraluminal thrombus was detected by oct as a backscattering protrusion into the carotid lumen. In-stent tissue protrusion was also detected by oct. This paper concluded that collagen-induced platelet reactivity was related to in-stent tissue protrusion size following cas.